Event description:
Emergency medical services personnel were attending to a pt, in cardiac arrest. The medic initially placed the defibrillation electrodes on the pt, powered up the device and then attempted to remove and adjust the location of the electrodes. It was reported the device displayed monitor and would not analyze. The paramedics arrived within one minute, took over treatment of the pt and transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.